Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of over 400mg/dl and also states that they experienced low blood glucose. Customer treated high blood glucose with 2 bolus units and blood glucose was 92mg/dl. Customer performed high pressure test and insulin pump had insulin flow blocked. Customer declined troubleshoot for low blood glucose, sensor updating, change sensor and bent cannula. Product will be return for analysis.